Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having a recurring problem with the insulin pump. Customer stated that it seems like he is not receiving insulin from the pump. Customer stated that he treated with 30 units and his blood glucose is still above 400 mg/dl. Customer gave himself a bolus, ate dinner, and then saw his blood glucose climbing. Customer then gave multiple boluses. Customer's current blood glucose is 379 mg/dl. Customer stated that he has a short temper. Customer treated only through the pump. Customer stated that the drive support cap appears normal. Customer was advised to do a complete set change. Customer will be sent a tubing clamp.